Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd ultra-fine¿ nano pen needles 32g x 4mm - pentapoint¿ comfort/easyflow¿ technology initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano pen needles 32g x 4mm - pentapoint¿ comfort/easyflow¿ technology were unable to deliver insulin. The following information was provided by the initial reporter: needles did not allow the medication to come out (as if they were plugged).

Manufacturer narrative:
H6: investigation summary customer returned images of a shelf carton with 4mm, 32 gauge nano pen needles from lot 1264515. However, none of the samples were returned for testing. Functional testing would be required to confirm the presence of a clog in the pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the images received, embecta was unable to confirm the customer¿s indicated failure of needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano pen needles 32g x 4mm - pentapoint¿ comfort/easyflow¿ technology were unable to deliver insulin. The following information was provided by the initial reporter: needles did not allow the medication to come out (as if they were plugged).